Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
The reporter stated that she did back to back blood glucose tests, within ten minutes, using separate finger sticks. Her results were 32 and 174 mg/dl. She did not have any symtoms. A control solution test of 136 was in range. Follow up attempts to contact the reporter have not been successful. No further information available.